Manufacturer narrative:
The customer requested, that a philips field service engineer (fse), be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed. And the cause was traced to a faulty processor pca and capacitor. The processor pca and capacitor were replaced, to return the device to working condition. As multiple components were needed to resolve the noted failure, a definitive cause for the issue could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device failed operational check. There was no patient involvement.